Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional information in h6: method, results, and conclusions. Summary. The complaint is unrefuted for two (2) of two (2) unreturned mobi-c implan (pn: mb3595) for the failure patient harm in surgery prior to implanting devices. Medical records were provided in form of x-ray. The provided x-rays show poor visualization and do not reflect the final position of the implants. No more information was shared despite attempts at due diligence. Potential cause. The cause of the patient being paralyzed can't be determined since there is no information available regarding how the operation was performed. Per the complaint description the paralyzing occurred before the surgeon implanted the devices, therefore the devices did not contribute to the event. Complaint history: a complaint history search was conducted. DHR review and related actions. Per dhrs review, the parts were likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a patient lost motor signals during surgery after the surgeon removed a large herniation from the spinal cord. The surgeon installed a mobi-c implant after there were no issues with the cord or exiting nerve roots found. The patient was paralyzed after waking up in the recovery room. A revision surgery was later performed to remove the two mobi-c devices and install a fusion construct. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2020-00242.

Event description:
It was reported that a patient lost motor signals during surgery after the surgeon removed a large herniation from the spinal cord. The surgeon installed a mobi-c implant after there were no issues with the cord or exiting nerve roots found. The patient was paralyzed after waking up in the recovery room. A revision surgery was later performed to remove the two mobi-c devices and install a fusion construct. This is report two of two for this event.